Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 508-32-101, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
The patient dislocated once. And then dislocated again after a closed reduction. Dr (B)(6) went to a larger glenosphere and thicker insert to create more stability.